Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
The hill-rom technician flushed out an obstruction in the hydraulic system to resolve this issue.